Event description:
Account alleged that the bed exit is not alarming.

Manufacturer narrative:
Account repaired the bed and has no further information. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.